Manufacturer narrative:
Non-destructive visual evaluation was performed on the pfc oval patella component. The ultra high molecular weight polyethylene patella demonstrated "persistent patellofemoral symptoms", and was revised because of a fracture of the bone cement and the three fixation posts. The articulating surface of the patella showed limited areas of wear consisting primarily of scratching, burnishing and deformation. Most of the wear and deformation was concentrated on either the medial or lateral femoral condyle. There were no apparent material or manufacturing defects noted on this component. At this time, jjpi considers this file closed.

Event description:
Revision performed due to posts on patella having sheared off.